Manufacturer narrative:
Concomitant medical products: a2dr01 ipg and 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a device change out procedure, the right ventricular (rv) lead exhibited high and undefined impedance when connected to the patient's newly implanted device. The device setscrew was tested and the lead was tested through the analyzer, however, the lead continued to show high and undefined impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.